Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument grips failed to open and close when performing the manual articulation of input test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument did not move intuitively with full range of motion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the instruments jaws did not open and close. The procedure was completed with no reported injury.